Event description:
According to user's friend who purchased this bath stool on behalf of the user, the leg bent while the user was seated. The stool leaned forward, however, the user was able to catch herself and did not fall. No injury.